Event description:
It was reported that an air embolism occurred. A watchman access system (was) and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The was positioned in the laa and the wds was advanced. After the device was deployed and released, an air embolism was noted in the laa and then moved to the left ventricle. It is unknown when or how the air entered the patient. Access was obtained in the right femoral artery and a pigtail catheter was advanced into the left ventricle. The air was removed via the pigtail catheter. No further complications were reported. The patient has been discharged.